Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube. The patient was checked during the procedure and no pneumothorax was identified. After the procedure, the physician was notified by the post anesthesia care unit (pacu) that an x-ray revealed the patient had a pneumothorax. Per the physician, there was not any specific problem with the robot or the plan. The physician reported it was difficult to differentiate the tumor from post-obstructive changes, and that is what likely led to the pneumothorax. Patient had a small-bore chest tube placed that was removed the following afternoon, and she was discharged home less than 24hrs later. The patient was reported as doing okay.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is being reported due to the following conclusion: after an ion endoluminal lung biopsy procedure, a patient developed a pneumothorax. A chest tube was placed to resolve the pneumothorax.